Event description:
Info was rec'd in 2004 from pt with a history of osteoarthritis, heart condition, depression, cortisone shots in the knee causing limited activity for 1 day who experienced swelling in both legs. The pt began treatment with synvisc in 2004. The pt rec'd one injection to both knees at 10:30 am. In the evening two days later, the pt experienced swelling around and above both knees which pt explained felt like "50 pound weights on each leg." The pt had difficulty bending their knees. The pt elevated their legs, applied ice and doubled their dose of mobic to 20 mg qd, none of which help. The pt had not limited their activity following the synvisc injections and had walked up some steep steps each day. The pt was unsure whether or not they will continue the treatment with synvisc. The physician was contacted by the pt and felt that it was not related to the synvisc injections. At the time of this report, the pt had not yet recovered. Add'l info was rec'd in july 2004 from the pt. They continued to have pain and some swelling in both knees following the first synvisc injection into both knees about a month ago. They rec'd "two cortisone shots and a prednisone dose pack" for treatment (date unknown) and the swelling in their knees partially resolved. At the time of this report, the pt was taking bextra 20mg daily for pain and "it's not working" for the pain in their knees. Add'l info was rec'd in july 2004 from the pt's physician. The physician reported that the pt has a history of panic disorder and agoraphobia. No further info was provided. At the time of this report, the pt's outcome is unknown.